Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Date of jejunal tube placement is unknown. According to the complainant, the patient hand experienced an increase in body temperature, abdominal pain and cut his jejunal tube with scissors causing the jejunal tube to detach inside the patient's stomach. An attempt was made to remove the jejunal tube endoscopically but they were unable to completely remove the detached portion of the jejunal tube. The remaining fragment of the jejunal tube is expected to be expelled naturally. It was reported that the patient is currently in medium care. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of unintentional removal of the jejunal tube. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. Date of jejunal tube placement is unknown. According to the complainant, the patient hand experienced an increase in body temperature, abdominal pain and cut his jejunal tube with scissors causing the jejunal tube to detach inside the patient's stomach. An attempt was made to remove the jejunal tube endoscopically but they were unable to completely remove the detached portion of the jejunal tube. The remaining fragment of the jejunal tube is expected to be expelled naturally. It was reported that the patient is currently in medium care. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on june 3, 2014: on (B)(6) 2014, post procedure, the patient cut the tube intentionally because he wanted to stop the duodopa treatment. Part of the tube was removed endoscopically and the other part of the tube came out naturally. The patient's condition at the conclusion of the procedure was reported to be well. The procedure date is between (B)(6) 2014.